Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that after 7 years of use, the camera (raycam sp) of the image intensifier suffered a temperature-dependent defect. This resulted in sporadic line artifacts in the image and black images under high load. The defective part is an older camera version which has been improved with a newer version. The affected part has been exchanged by the local service organization and the error did not reoccur. The failure statistics for both camera versions are far below the threshold value and a systematic error is ruled out. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact l system. During an interventional procedure, the user reported intermittent line artifacts in the images or totally black images. The procedure was continued on an alternate system. We are unaware of any impact to the state of health of the patient involved.